Manufacturer narrative:
Visual examination concludes that the tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured on the medial side of the post and post also fractured off, all 3 pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before a previous design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported persona knee instruments was returned fractured. No patient consequences were reported as a result of the malfunction.